Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturer representative reported that the patient had a stimulator for pain relief that had two batteries and 4 lead wires. The patient "thought it was great", it was the first time in years that the patient had pain relief. However, nine months later the patient could hardly breathe and had a hard time getting any one to take the device (it) out. The device shorted and shocked the patient "all the time". The patient stated that she was never warned that the device "would cause fibro flare ups."